Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that patient faced 4 infusion set adhesive issue event on 03-may-2024. The infusion set was in use for 1 day. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 4.